Event description:
Healthcare professional reported a clinical patient experienced "transient hypotony (iop <6 mm hg, transient, with no clinical sequelae and self-resolving)" in the unknown eye against the xen®45 gts. Event resolved without sequelae. Later reported events of "clinical hypotony (iop <6 mm hg , with visual acuityion reduction (2 lines or more) related to macular changes consistent with hypotony maculopathy (macular folds), optic disc edema, and/or serious choroidal detachments because of low iop)" and "choroidal effusion, hemorrhage or mixed effusion hemorrhage: other". Events resolved without sequelae.

Manufacturer narrative:
The reported events of "hypotony maculopathy and choroidal hemorrhage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a clinical patient experienced "transient hypotony (iop <6 mm hg, transient, with no clinical sequelae and self-resolving)" in the unknown eye against the xen®45 gts. Event resolved without sequelae. Later reported events of "clinical hypotony (iop <6 mm hg , with visual acuityion reduction (2 lines or more) related to macular changes consistent with hypotony maculopathy (macular folds), optic disc edema, and/or serious choroidal detachments because of low iop)" and "choroidal effusion, hemorrhage or mixed effusion hemorrhage: other". Events resolved without sequelae.